Manufacturer narrative:
H10, h3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found. Do not push the deployment slider twice or the second implant will deploy prematurely. Do not push the deployment slider until the needle is fully penetrated through the meniscus to the preset depth or t2 will deploy prematurely. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A visual inspection revealed the device was returned out of original packaging and without anchors or suture. The deployment needle is in the t2 pre-deployment position. The needle doesn't appear to be bent and no visual damage. A functional evaluation confirmed the device was in the t2 pre-deployment position as first depression reset the needle to the t1 pre-deployment position. The device functioned as expected without the ability test deployment of anchors as they are not attached to device. A review of risk management files found that the reported failure was documented appropriately. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to prematurely activate the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a surgery, the fast-fix t2 deployed prematurely after t1 was deployed. It is unknown if there was an available back up device or a significant delay during the procedure. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.